Event description:
Information received from the (B)(4) clinical database.treatment of a left internal carotid artery (ica) aneurysm measuring 5.5mm x 11.5mm. During the procedure, it was reported that the physician tried to deploy four pipelines a little proximal of the area from bifurcation of the anterior choroidal artery with severe tortuosity, but the pipelines did not fully open. They were all corked and removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Only one of the pipelines involved in the event was returned for evaluation and it was found not fully open with the braids damaged. It is likely that the damage to the braids prevented the pipeline from not fully opening.the other devices involved in the event are as follows:model: fa-77500-14 / lot: 9582398 / dom: 04/30/2012 / exp: 04/30/2015.model: fa-77475-14 / lot: 9578582 / dom: 04/20/2012 / exp: 04/20/2015.model: fa-77500-12 / lot: 9614677 / dom: 07/12/2012 / exp: 07/12/2015.model: fa-77450-14 / lot: 9605736 / dom: 06/20/2012 / exp: 06/20/2015.(B)(4).